Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) suddenly lost stimulation. The physician elected to proceed with surgical intervention. During the procedure, the physician observed damage to the lead at the anchor site. The entire scs system was explanted. Following up on this matter revealed that the scs system was no longer providing any benefit to the patient prior to the loss of stimulation.